Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charged and boot were performed and passed. Receiver functional testing was performed and failed. "Sound" manual testing was performed and failed due to low audio. Case opened for interior inspection was performed and failed due to speaker was contaminated. Speaker resistance was measured and passed. Verified bad speaker by substitution on testing. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.